Event description:
It was reported that the patient's right hip was revised due to a 'massive' lesion and a pocket behind the shell. Intra-operatively, the shell came out with very little effort, leaving the screw in the acetabulum. The head of the screw had broken into several pieces. The surgeon removed the pieces and left the threaded shaft in the patient. The shell, liner, and femoral head were revised. Rep confirmed that there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: screw; cat # unk jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's right hip was revised due to a 'massive' lesion and a pocket behind the shell. Intra-operatively, the shell came out with very little effort. The reported device was not returned. No further investigation for this event is possible at this time. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.